Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 1. Lo (less than 10 mg/dl) and 243 mg/dl 2. 300 mg/dl and 140 mg/dl sets of readings were taken on different days. Customer took 40 units of novolin, rather than usual dosage of 38 units, based upon the reading of 243 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.